Manufacturer narrative:
(B)(4). Additional details were recieved that this device was expalnted for normal battery depletion over one year after the initial observations were reported. This product issue will be re-evaluated if additional details are received.

Event description:
--

Event description:
Boston scientific received information that interrogation of this device could not be completed as a message was noted that there was telemetry noise. The caller stated that this device was last checked in (B)(6) 2013 with a monitoring voltage of 2.59v and a charge time of 8.7 seconds. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and does not expect that normal depletion would be likely. The consultant stated there could be a potential telemetry issue and suggesting troubleshooting techniques. Attempts to obtain additional product issue details were unsuccessful. The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.